Event description:
Pt received prep for a stress test with the system. Abraised areas with blisters noted over each electrode site. Size of each site affected was the size of the center of each electrode used. Neosporin ointment was applied. Pt c/o irritation at sites. After 5 days areas were still red.